Event description:
It was reported that the pump's alarm sound was annunciating without reason. The customer's blood glucose level was 117 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.